Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that low minute ventilation, high rate, low peak inspiratory pressure and transducer fault alarms occurred on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10 . Results of investigation: vyaire medical failure analysis laboratory received the device for evaluation. Technician visually inspected on uut (unit under test) assembly, there were no visible defects, damage, or contamination. The uut was installed in a known good vela test stand. The test ventilator powered in ventilate mode where the unit showed low minute ventilation, low peak inspiratory pressure, and transducer fault alarms upon start-up. Unit was powered in service mode and the event log showed low minute ventilation, and transducer fault alarms. The reported complaint was able to be confirmed and duplicated. This is isolated to faulty sensor,diff pres,mini,2.5 inch h2o part number: 68355. This is a known issue which can be referenced with CAPA (B)(4) and scar ps-16-23. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.